Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the cause was not determined.

Manufacturer narrative:
Other applicable component is: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain and lumbar radiculopathy. During regular follow-up on (B)(6) 2017, the spinal cord stimulator system was interrogated and electrode #2 had high impedance. Reprogramming was performed around electrode #2 and the event resolved without sequelae. There was no patient complication associated with the event. The event was related to the device or therapy, and was not related to the implant procedure.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.